Event description:
Approx an hour using the bipolar during a transurethral resection of the prostrate surgery, the bipolar (plasmaloop) tip broke. Another bipolar was opened and after approx. 30 min of using it, the tip broke again. A third device was opened and used to complete the procedure. All tips were from the same lot.